Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position/locking of the knot was confirmed. Because the link was cut instead of the monofilament, both ends will appear very similar to the operator. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a revascularization of the mid-left anterior descending coronary artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during harvesting of both sutures, the blue and white suture could not be differentiated. When the device was removed, the suture remained in the vessel with the knot outside the artery, but the suture was locked and could not be advanced to the vessel. The suture was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: terumo 6-french; plavix, aspirin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.